Event description:
It was reported to boston scientific that during a liver biopsy procedure, using an excelon transbronchial aspiration needle, the needle would not retract back into the system. The case was completed with another of the same device. The pt is "fine".